Manufacturer narrative:
Evaluation results: (death, myocardial infarction).

Event description:
An endeavor otw drug-eluting coronary stent delivery system was implanted into a patient for the treatment of a coronary lesion. It was reported that 35 months post stent implant, the patient was admitted to the hospital with sudden onset of intense chest and upper extremity pain radiating down the left upper extremity. There was relief with IV nitro or morphine. The diagnosis was acute myocardial infarction. The patient also had chronic anemia. The family desired no intervention. The investigator indicated the events were not related to study device nor index procedure. Please note that this device was distributed to an investigational site for use in a clinical trial and is also commercially available, as the device united stated distributed.